Event description:
The customer reported amp board error at the fs (forward scatter) position on their fc500 flow cytometer while running flow check (control beads). There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse removed the tarpon amp board and signal conditioner, cleaned the contacts and re-installed the board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).